Event description:
New information from the company representative stating the serial number for this device is (B)(4).

Event description:
It was reported that the pulse generator exhibited low battery voltage. The device remained implanted and the patient would be monitored.